Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. However, patient deceased from a cause unrelated to the pacemaker system prior to device explant. No patient symptoms were reported.